Event description:
While using a cranitome with a codman perforator we burred through occipital bone. Rather than stopping at the inner table the cranitome augered through the table and became impacted with bone up its shaft. Permanent damage.